Event description:
Event description boston scientific received information that the patient with this device passed away subsequent to a myocardial infarction. The patient had congestive heart failure and was in the intensive care unit, where there was concern that her device was providing appropriate therapy. The family did not make any allegations against the device but expressed concern that regular follow-ups are only recommended every three months. They believe that follow-ups should be recommended more often for older patients. Boston scientific received additional information from the patient's following clinic that they were unaware of this incident and had no record of it in the patient's chart.